Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals. Technical services (ts) was contacted about the procedure to turn tachy therapy delivery off and walked the caller through the process. No further specific details were provided at the time. At a later date, this rv lead was explanted. A new device was implanted. No additional adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).